Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, after placement of the initial stent, an unknown change was identified in the distal right common carotid artery (rcca) during imaging. The physician elected to place an additional stent over the distal rcca but was unable to confirm that the change in imaging was considered a dissection. At this time, it unknown whether the 0.14" guidewire or the tip of the enroute stent deployment system (sds) caused the change in imaging. The patient's clinical condition after the completion of the procedure was reported as stable.